Manufacturer narrative:
There are 2 pictures attached to this complaint which evidence the device handler with white spots. The device did not return; therefore, product analysis could not be performed.

Event description:
It was reported that prior to a pulsed field ablation procedure as the farawave catheter was opened and taken out from the sterile packaging, a white powdery dirt was attached. The catheter was replaced. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulsed field ablation procedure as the farawave catheter was opened and taken out from the sterile packaging, a white powdery dirt was attached. The catheter was replaced. The device is not expected to be returned as it was disposed.